Manufacturer narrative:
(B)(4). Concomitant medical products: 00902602600 - femoral head ¿ 78198600. Unknown cup. Unknown liner. Unknown stem. Unknown screw. Unknown screw. Reported event was confirmed by review of operative notes. No product was returned. Operative notes indicate that the cup was well-fixed. Three screws were removed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-06511-2, 0001822565-2018-06510-1, 0001822565-2019-02466, 0001822565-2019-02467.

Event description:
It was reported that a patient was revised approximately 28 years post implantation. The patient began experiencing pain approximately 18 months ago. Pain has gradually increased over past 6 months and is now severe.